Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H10 additional narrative: d9: complainant part is not expected to be returned for manufacturer review/investigation. H3, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
This report is being filed after the review of the following journal article: clare k. Green (2024), outcomes of concomitant glenohumeral stabilization after arthroscopic rotator cuff repair in military patients younger than 40 years, the orthopaedic journal of sports medicine, vol. 12(3) (USA). Postoperatively to shoulder surgery in which an unknown mitek anchor implant was used, the following was reported from this literature article. "Complications: 2 patients in the rcil cohort developed adhesive capsulitis, and 1 patient underwent revision rotator cuff repair between the mid and long term follow-up. At the long-term follow-up, 1 patient underwent revision surgery for recurrent instability. In the arcr cohort, 1 patient underwent revision rotator cuff repair" expected outcomes related to the normal recovery from any orthopedic surgery, such as pain or pain intensity change (i.e.vas score visual analog scale), swelling, joint stiffness/reduced range of motion, formation of scar tissue, incisional bleeding, superficial infection, etc., while varying between patients, are not considered to be associated to a depuy-synthes device. Further consideration may be given to available information in cases where the incident reporter (surgeon, author, sales rep., hospital, etc.) Specifically indicates the potential for device involvement in causing adverse effects normally considered procedure related.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11: additional narrative: investigation summary: the complaint device was not returned, therefore unavailable for a physical evaluation. This complaint file was opened to document complaints derived through a journal article review. The journal article review indicated depuy mitek product failure(s). Multiple attempts were done to obtain more information from the author; however, no response was received. It is unknown if complaints derived from this journal article were previously reported and documented in the depuy mitek complaint system at the time of occurrence as no product code/lot number information was provided to perform the search. Since no lot number was provided, a manufacturing record evaluation or sterile load review could not be conducted. With the information provided, and without the complaint device to evaluate, we cannot determine a root cause for the reported problem. If any additional information is obtained, this complaint will be re-opened to capture that information. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.